Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/alarming/red light/alarm will not function. The key failure is the power switch is broken.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed.